Manufacturer narrative:
An event regarding knee loosening involving a scorpio ps femur waffle w/lfit was reported. The event was not confirmed. Device evaluation not performed as no items were returned. Device history review indicated all devices accepted into final stock met specification. There have been no other events for the lot referenced. The exact cause of the event could not be determined because no medical records, x-rays or device were provided for evaluation which is needed to determine the root cause for the reported event. No further investigation for this event is possible at this time.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Device not returned.

Event description:
Knee components explanted due to loosening.

Event description:
Knee components explanted due to loosening.